Event description:
It was reported an infusion of fentanyl (2500mcg/250ml) was programmed via interoperability to infuse at 75mcg/hr (7.5ml/hr) however pump was noted to be found infusing at (25mcg/hr) the concentration went from 75mcg to 25mcg. Customer cross checked with infusion verify which was showing 75mcg infusing. There was patient involvement and no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.